Event description:
Rendered advanced life support care to a patient that required both defibrillation and pacing. Upon completion of the assignment the crew reported that they could not defibrillate or pace unless they applied manual pressure on the therapeutic cable connection to the lifepak. The crew stated that they realized this immediately and they were able to deliver all necessary electrical interventions without delay." The facility stated that the failure had no effect on the outcome of the patient, patient outcome was not reported.